Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident not detecting ECG on 3 leads and pads was observed intermittently during device testing. The fault was unable to be reproduced during trouble-shooting and verification to a faulty assembly. The analog board was replaced as a precaution and scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.